Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mj5359 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a veterinarian that an animal underwent spay procedure on an unknown date and suture was used. The needle detached during continuous stitch pulled through tissue during the surgery. The metal core remained on suture needle retrieved without problem.